Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Patient reported left breast is ¿firm and looks abnormal due to capsular contracture," categorized as baker grade iii, and "moderate" left breast pain. Patient representative reported patient experienced ¿severe emotional distress and lives in daily fear that [the patient] has been exposed to bia-alcl,¿ ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal ¿ hardship due to the continuous fear of bia-alcl,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery ¿ associated with the removal of the biocell textured breast implants,¿ ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered debilitating physical pain.¿ patient reported "raynaud's phenomenon" deemed not device related as the patient has a history of this event. Patient representative also reported patient experienced ¿depression¿ and ¿disability;¿ these events are not related to the device. This record is for the left side. Device was explanted.